Event description:
Rptr noted posterior capsule tear had occurred during I/a. Anterior vitrectomy performed. Prognosis reported as good. Felt curved tip on I/a handpiece was not completely smooth, and had some raised areas at tip which comes in contact with capsule.